Manufacturer narrative:
Product analysis:the complaint was confirmed. The display was found to be out of calibration. The display was calibrated. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a display shift, which prevented the user from viewing the battery measurement. The programmer was returned for service. No patient complications have been reported as a result of this event. The programmer tested out of specification during manufacturer's analysis.